Event description:
During a da vinci si surgical procedure, the user facility identified a frayed cable on the precise bipolar forceps instrument. No missing or fallen pieces were reported. There was no allegation of patient harm, adverse outcome or injury.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that the pitch cable was broken at the distal end. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the instrument's wrist were not damaged. Electrical continuity testing was performed on the instrument and passed. Additional observation not initially reported by the site was bent bipolar pins. One of the two pins at the back of the housing was bent. Engineering concluded that the bent pins may be due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.